Manufacturer narrative:
The device was not returned for evaluation. The device log from the event was returned and evaluated. Review of the device log supplied from ge does not show any clinical activity on (B)(6) 2021. The closest activity that appears to be clinical, that is similar to the event, is (B)(6) 2021. The events file shows no clinical shocks delivered. Three times the device was charged, and each one of the charges was disarmed. The log supports that each shock event was followed by a "set impedance too high" and "set shock impedance" messages. These messages indicate that a shock was attempted, but the patient impedance detected by the device was outside of the valid range. There are a number of factors that exist outside of a device malfunction that can cause an inability to deliver a shock that include but are not limited to, poor coupling of the therapy cables to the pads or paddles used, poor coupling of the pads or paddles to the patient, and a problem with the accessory equipment. It is unknown if pads or paddles were being utilized at this time. The log review and physical device evaluation by ge was unable to determine the cause of the patient impedance being too high. Based on the available information in the log concerning impedance, this report has been attributed to poor coupling of the electrode pads to the patient's skin. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.